Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Volume number(issue number), pages. J., doble, pelt, c., gililland, j., stronach, b., peters, c. (2013). Hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty. Biomed research international, vol. 2013, 6 pages. Http://dx.doi.org/10.1155/2013/854871.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty¿. The article identified five (5) revisions of either the tibial or femoral component were performed in the cemented tkas group for aseptic causes, an unidentified number of which were performed due to malalignment related complications in total of 111 cemented tkas.